Event description:
The pt no longer responded to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specs. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.the patient no longer responded to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.